Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post procedure, the patient experienced acute renal failure. Prior to the procedure the patient's bloodwork was unremarkable and the patient was healthy. An angiojet solent catheter was used during the procedure to treat the subclavian vein; however, three days post procedure the patient was diagnosed with acute renal failure. A portocath was inserted and interventional treatment was performed. It was noted that they believe the renal failure was secondary to the hemolysis caused by angiojet. The patient is currently still being managed for acute renal failure and just started passing urine for the first time since the procedure.